Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient contacted boston scientific technical services. The patient reported that this boston scientific device was explanted approximately one month following the implant procedure and was not replaced. The technical services consultant informed the patient that boston scientific had not been notified of this explant procedure. The patient alleged that the device was leaking which caused several ambulance transportation and hospital admission. The patient was unaware of the location of the explanted device. The technical service consultant suggested that the patient could check with the explanting physician. Boston scientific received additional information from the sales representative that this device and non-boston scientific lead system were explanted due to infection. It does not appear that a boston scientific representative was present at the time of the explant procedure on (B)(6) 2017.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient contacted boston scientific technical services. The patient reported that this boston scientific device was explanted approximately one month following the implant procedure and was not replaced. The technical services consultant informed the patient that boston scientific had not been notified of this explant procedure. The patient alleged that the device was leaking which caused several ambulance transportation and hospital admission. The patient was unaware of the location of the explanted device. The technical service consultant suggested that the patient could check with the explanting physician.